Event description:
A vaxcel pasv port was placed for therapeutic purposes in 2003. In 2005, the patient complained of abdominal pain and it was identified via chest x-ray that the catheter had fractured and about 40 centimeters of the catheter had migrated to the heart. The interventional radiologist retrieved the catheter piece femorally and also removed the port. The patient was scheduled for port replacement at a later date.